Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal morphine (15 mg/ml at an unknown dose) via an implanted pump for non-malignant pain. It was reported that the patient had a refill about a week ago and the pump began alarming so the patient chose to go in and get the pump checked. It was reported that the tablet read the pump was empty but 16.5ccs were aspirated from the reservoir. The caller stated that the patient's pump was filled with 16.5ccs and the reservoir volume was adjusted and the new report confirmed the appropriate changes. The caller stated that the patient called in and said the pump started alarming a little bit ago and was now alarming every ten minutes. The rep called back when with the patient and confirmed an active empty reservoir alarm on the home screen and it was silenced. The patient stated that they heard the alarm shortly after leaving the healthcare provider's (hcp) office but they weren't sure at first if it was the pump. Per the caller, the patient's weight was 180 pounds.

Manufacturer narrative:
Note that the h.6. Codes have been updated to reflect the new information. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) confirmed with the healthcare provider (hcp) indicating that the initial reporter was a registered nurse. It was reported when the company rep read the pump, after the healthcare provider had already updated it, it was reading correctly. The patient got a call from their hcp's office the following day and he suggested that his staff did not update the pump when they did a recent refill. This was the cause of the alarming pump that brought them to see their hcp. Actions/interventions to resolve the issue were the pump contents were extracted, measured, and replaced back into the pump and the pump was updated with the correct volume. Additionally, when the pump started alarming again after it had been updated, which was the reason the company rep was called in the first place, they read the pump, called technical services to get some help, and figured out that the silence alarm ¿toggle¿ had not been activated. The company rep toggled it over, and the alarming stopped.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.